Event description:
The customer reported that while transporting the pt from ICU to the cath lab, the iabp generated a "low battery" alarm and shut down. They plugged the iabp into a wall unit when they reached the ICU and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the batteries, which were manufactured in 2010 (part number: (B)(4)). In unrelated repairs, the helium tank knob (part number: (B)(4)) and the clamping knob (part number: (B)(4)) were also replaced. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).